Event description:
It was reported by customer that the patient on continuous IV infusion using cadd home therapy pump. Infusion administered through an ivad device. Parents noticed blood back up in ivad tubing while infusion running. Ivad tubing broken just above the cap at the end of the line. Patient is active at home but ivad well secured to patient's chest. No apparent harm reached patient/person, just inconvenient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.